Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage to the force sensor resistor. The insulin pump had a cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed compromised force sensor and there were some alarms in the alarm history. The customer's blood glucose was normal and didn't require medical treatment. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.